Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycaemia for the past three days. The customer's blood glucose level was 42 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump did not recognize the reservoir during priming and the customer had to stop it manually. The customer reported that they were using the insulin pump system within 48 hours of reported low blood glucose event. It was reported that the drive support cap was sticking out. The customer alleged the insulin pump was over delivering and it did not recognize the reservoir during priming. The insulin was dripping or squirting from end of set before connecting at their site during the last set change. The customer was disconnected during the rewind or prime sequence. The reservoir displayed the same amount of insulin as shown on the status screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.